Event description:
A physician's office reported an "unable to open port" error on their tablet programming system. A company representative went to the site the following day to perform troubleshooting, which included removing and reinserting the usb serial cable. This did not resolve the issue. He was then able to substitute a new cable, which resolved the issue. The suspect usb serial cable was returned to the manufacturer for analysis product analysis was completed for the serial cable. A disconnected wire connection was found in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.